Manufacturer narrative:
Device evaluation of battery charger/modem has been completed. The reported problem (displays error code when charging battery pack) has been confirmed. Upon investigation the battery charger/modem was resetting. The cause of the failure was isolated to an internally shorted component. The root cause for the shorted component could not be positively identified. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger was displaying an error code when charging a battery pack.